Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% and the depth was assessed. It was reported that the valve was at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). The valve was released. Upon release, the valve dislodged aortic, above the annulus. A second transcatheter valve was implanted valve in valve. No additional adverse patient effects were reported.